Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient stated they felt weak in his legs and described it as "spaghetti legs". He was also confused and nauseous. The patient's spouse stated that the patient lost his balance and fell to the floor. It was reported the cgm had been alerting for signal loss the whole day. The patient's spouse called an ambulance and the patient was taken to the emergency room. Emergency medical technician's checked the patient's bg and it was 53 mg/dl. The patient was treated with IV gluocse and after treatment, the patient felt better. It was not reported how long the patient was in the emergency room. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.